Event description:
Customer reported a low blood glucose event. The blood glucose reading at the time of the event was 51 mg/dl. The paramedics were called. The paramedics treated with glucose via IV. The current blood glucose reading is 247 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.